Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 408 mg/dl and 500 mg/dl. The customer treated high blood glucose level with 3.20 units active insulin. The customer stopped using the insulin pump because she thinks that the insulin pump was not giving her enough insulin. Troubleshooting was not performed. The device will not be returned for analysis.